Event description:
It was reported that when the doctor rotated the lens, he noticed a tear in the capsule. The lens was cut out and a vitrectomy was performed. A z9003 lens was then placed in the sulcus. The patient outcome was noted as "great".

Manufacturer narrative:
(B)(4). Intraocular lens (iol) was received. A visual inspection was performed finding the lens cut in half with one distorted haptic. There was also evidence of ophthalmic viscosurgical device (ovd) observed on the lens. Prior to release to market the intraocular lens met all manufacturing specifications. All pertinent information available to abbott medical optics has been submitted. Should new information be received that changes the facts and/or conclusion of this report a supplemental report will be submitted. (B)(4): placeholder.